Event description:
Caller reported that the t: slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter and trying a different adapter and cable without success. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised replacing the pump, a replacement pump with updated software will be sent. Customer will continue to use current pump; will rely on alternate method if necessary.